Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they got alert 02 (low flow) in an arctic sun device. They were not in the room, but was able to confirm the flow rate (fr) was 1.2-1.4 lpm during their shift. Explained correlation between flow rate (fr) and heater capacity. They will call back if flow rate (fr) dips below 1lpm for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they got alert02 (low flow) in an arctic sun device. They were not in the room, but was able to confirm the flow rate (fr) was 1.2-1.4lpm during their shift. Explained correlation between flow rate (fr) and heater capacity. They will call back if flow rate (fr) dips below 1lpm for further troubleshooting. Per follow up information received via phone on 25feb2025, spoke with rn, who confirmed the low flow was a banner, not an alarm. They stated the banner was present during the entire length of therapy. Asked if this was an issue. Explained the low and moderate flow banners and acceptable flow rate. Said, they did not think the flow ever went below 1 lpm. No issue with the device.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They were not in the room, but was able to confirm the flow rate (fr) was 1.2-1.4lpm during their shift. Explained correlation between flow rate (fr) and heater capacity. They will call back if flow rate (fr) dips below 1lpm for further troubleshooting. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. He reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.